Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with missing end cap sticker.

Event description:
The customer's husband reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.